Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beep tones. The device had triggered an alert for high out of range shock impedance measurement, measuring greater than 127 ohms. In addition, the estimated battery longevity was approximately at nine years. Within months the estimated battery longevity had decreased to approximately seven years. Data analysis has not been performed since data has not been provided for review. Boston scientific technical services consultant referred the patient to follow up with their clinic. No adverse patient effects were reported. This device remains in-service.